Event description:
Pt's family member called lfs on pt behalf alleging that pt's one touch ultra meter was reading inaccurately high. The pt reported blood glucose results of 222 mg/dl and 390 mg/dl with their lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Pt had been sleepy during the time of testing. Pt's family member had contacted the medical supplier because pt was instructed to use their back up meter. Pt obtained a 220 mg/dl on their back up meter and took insulin. No other treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable in terms of precision.